Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 47 mg/dl; cause was not known. Glucagon was administered intravenously to address the bg. Customer was discharged from the ICU the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.